Event description:
The customer reported that the system displayed an intermittent interlock failure error message. This error message will likely cause the system to shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.